Event description:
Info provided states that the lengthener was implanted (B)(6) 2012 and stopped distracting. The surgeon attempted mua on (B)(6) 2012 with no results. The lengthener remains implanted in the pt.